Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were high thresholds and low sensing on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.